Event description:
The customer called to report motor error alarms, no delivery alarms and high blood glucose levels. The reported blood glucose at the time of the call was 284 mg/dl, and was treated with an injection. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she could smell insulin, and noticed that insulin leaked from the reservoir. The customer was unable to continue troubleshooting as she was in a hurry to get to school. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.